Event description:
It was reported that the patient had their lead explanted on (B)(6) 2013 due to a failure. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_silicone anchor, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. Product ID: neu_silicone anchor, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. (B)(4). Analysis of the lead (serial # (B)(4)) found no significant anomaly. The lead body insulation was cut through and the lead was segmented. Analysis of the anchor found no anomaly. Analysis of the anchor found no anomaly. There was a cosmetic depression and melting on the anchor.